Event description:
During an atrial fibrillation procedure, the catheter was noted to be fractured upon removal from the patient. The catheter was inserted into the patient using the sheath (10fr 25cm) inserted through the right groin. Upon entering the cardiac chamber, it was noted that the catheter was bent approximately 1.5 cm from the tip on fluoroscopy. It also did not appear normal on the viewmate, so it was carefully removed from the patient. The catheter was replaced, and the procedure was resumed. The procedure was completed with no adverse consequences to the patient. There was no portion of the catheter that remained inside the patient.